Event description:
Medical affairs spoke to pt who mentioned obtaining high readings on their meter. Pt was experiencing a symptom, at the time of event, which consisted of having a headache. Pt tested on their meter and obtained blood glucose of 143mg/dl. Pt then took 5u of 'r'. Fifteen mins later, pt started to feel funny. The mgr of the building called the paramedics. By the time paramedics arrived they tested pt and their blood sugar was 43mg/dl. Pt was put on IV and was taken to the hosp. At the hosp pt's blood sugar on hosp meter was 41mg/dl. Pt was kept overnight and was treated with glucose and food. The diagnosis in the hosp was hypoglycemia. Pt did not have control solution to check the test stips with customer svc. The application of blood on the test strip is done correctly and the condition of the test strips is good. Check strip passed. Customer svc sent pt control solution. Pt suffered a serious injury, and meter may have contributed to the injury.